Manufacturer narrative:
The impella cp, white cable, and ½ of the 14fr oscor introducer were returned: no obvious defects were found during the visual examination of the introducer: a slight deformation was found at the introducer tip and there was a very small crack that extended <1mm up the sheath. There were no defects found on the introducer that would have caused a femoral artery injury. The automatic impella console data logs were analysed. The analysis confirmed the clinical account of this issue. The pump was successfully run for about 45 minutes. Approximately 30 minutes after the pump was turned on, the patient's blood pressure spiked and then rapidly declined. During the time of the blood pressure abnormalities, the pump flow also decreased. Before the femoral artery was damaged the pump provided good support of 3.1 l/min. There were no issues found during the manufacture and inspection of the pump, and no other complaints were reported for this impella cp lot number. In addition, the introducer packaged into this kit had been inspected and had passed all inspection criteria. In conclusion, : the root cause of the vascular damage was use error due to the physician separating the sheath while it was still inside the vessel rather than removing the introducer from the artery before separating the two halves. The corrective action of retraining is currently being scheduled in regard to the proper method of removing the peel-away introducer. (B)(4). Device not yet returned to manufacturer.

Event description:
The complainant reported that on (B)(6) 2017 an impella cp was successfully placed in a (B)(6) male patient in preparation for a high risk percutaneous coronary intervention procedure (hrpci). Insertion was uneventful and the physician had no issues gaining vascular access. The patient was successfully supported for approximately 75 minutes. The staff reported that following patient support the physician peeled away the 14 french oscor sheath, while the sheath was still inside the patient's femoral artery, rather than removing the introducer from the artery before separating the two halves. This resulted in a femoral vascular injury, and 500ml loss of blood. The injury necessitated vascular surgery to repair the artery. A balloon was placed in the patient to aid in the femoral artery repair. No replacement blood products were administered to the patient. Following the surgical repair the patient was transported to the cath lab. Approximately 7 hours later the patient expired. The complainant reported that the physician and his team were aware that it was a mistake for the physician to have peeled the sheath while it was still inside the vessel and understand that this was the reason of this patient event. The IFU specifically instructs users to "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding" when removing the peel away introducer and inserting the repositioning unit. The physician in this case separated the two halves of the sheath while still inside the vessel, causing this vascular damage in the process.